Event description:
Report received of an over-delivery. The customer contact indicated that the event was the result of an operator error in programming the device. The pump was programmed at 1408 in the pca+continuous mode to deliver dilaudid with a concentration of 0.1mg/ml, instead of the intended concentration of 1mg/ml, a 0.3mg/hr continuous rate, a 0.1mg pca dose, a 10-minute pt lockout, and a 6mg 4-hour dose limit. Approx 45 minutes after the initiation of therapy, the pt complained of shortness of breath. The pt's respirations were noted to be 14 breaths per minute. At this time, the nurse found the error in programming. The pt reportedly received a total of 5mg of dilaudid, instead of the intended 0.5mg. The pt was treated with 0.4mg of narcan ivp "as a precaution." The customer contact reported that "at no time was the pt in danger, there was a nurse at the bedside at all times". There were no adverse pt sequelae. Though requested, no further info was available.